Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of aads(antiviral therapy) the IV disconnected between a non carefusion trifuse extension set causing a leak in the patient's bed .there was no report of patient harm. The IV was in use for less than 24 hrs.